Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. Corrosion was found in the device; it was determined that the device was not acceptable for use and the device was scrapped.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.